Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing. It was also reported that the right ventricular (rv) lead had bipolar impedance warning, and it was explanted and replaced for an unknown reason. The ra lead remains in use. No patient complications have been reported as a result of this event.